Event description:
Philips received a complaint by the customer on the v60 indicating that the motor controller (mc) printed circuit board assembly (pcba) was randomly beeping. It was reported there was no patient involvement at the time the issue was discovered. The v60 was sent to bench repair for a separate reported issue. At bench repair, the device was evaluated and the issue of the mc pcba randomly beeping was discovered. Bench repair determined that a replacement of the mc pcba was required. The investigation is ongoing.

Manufacturer narrative:
The v60 was sent to bench repair for a separate reported issue. At bench repair, the device was evaluated and the issue of the motor controller (mc) printed circuit board assembly (pcba) randomly beeping was discovered. Bench repair determined that a replacement of the mc pcba was required. Bench repair replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.